Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain ") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with essure coils removal on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('heavy abnormal bleeding') and neoplasm malignant ('located cancerous growths in cervis') in an adult female patient who had essure (batch no. 628055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain of lower extremities, atypical squamous cells of undetermined significance and pregnancy induced hypertension. Previously administered products included for birth control: iud devices from 1999 to 2006. Past adverse reactions to the above products included genital haemorrhage with iud devices. Concurrent conditions included foreign body in uterus, any part, ear pain, chest pain, irritable, difficulty sleeping, muscle ache, tingling feet/hands and low back pain. Concomitant products included lisinopril (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: severe anxiety"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and neck pain ("neck pain") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with phenazone (antipyrine) and surgery (hysterectomy with bilateral salpingo-oopherectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, neoplasm malignant, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, hypertension, nausea, dyspareunia, vaginal discharge, alopecia and neck pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dyspareunia, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, neck pain, neoplasm malignant, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2009. Current weight 215.6 lbs. Patient had done x-ray. Abdomen, ultrasound, pelvic transvaginal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, nausea, vaginal discharge, headaches, neck pain, anxiety, depression, lower abdominal pain. Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received: reporter, lot number and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 628055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain of lower extremities, atypical squamous cells of undetermined significance, pregnancy induced hypertension and parity 4. Previously administered products included for birth control: iud devices from 1999 to 2006. Past adverse reactions to the above products included genital haemorrhage with iud devices. Concurrent conditions included foreign body in uterus, any part, ear pain, chest pain, irritable, difficulty sleeping, muscle ache, tingling feet/hands and low back pain. Concomitant products included lisinopril (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), migraine ("migraine/ headaches"), hypertension ("hypertension"), nausea ("nausea"), alopecia ("hair loss") and anxiety ("severe anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and neck pain ("neck pain") and was found to have cervix carcinoma ("focal minimal superficial invasive squamous cell carcinoma of cervix"). The patient was treated with phenazone (antipyrine) and surgery (hysterectomy with bilateral salpingo-oopherectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, menorrhagia, dyspareunia, vaginal haemorrhage, vaginal discharge, cervix carcinoma, vulvovaginal pain, migraine, neck pain, hypertension, nausea, alopecia and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, cervix carcinoma, dyspareunia, genital haemorrhage, hypertension, menorrhagia, migraine, nausea, neck pain, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2009. Current weight 215.6 lbs. Patient had done x-ray. Abdomen, ultrasound, pelvic transvaginal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion - no free spillage. Laparoscopy - on (B)(6) 2016: procedures performed total laparoscopic hysterectomy and bilateral salpingectomy, da vinci platform. Complications: none. Specimens: uterus, cervix and fallopian tubes. Findings: normal female pelvic anatomy. No gross evidence of perforation of essure coils. Pathology test - on (B)(6) 2016: clinical history: pelvic pain, foreign body in uterus, menorrhagia. Final diagnosis: uterus, cervix and bilateral fallopian tubes. Focal minimal superficial invasive squamous cell carcinoma arising in the background of near circumferential severe squamous dysplasia. Invasive tumor nest measures 0.3mm with a depth of invasion of 0.4mm. No evidence of angiolymphatic invasion. All margins negative for dysplasia and carcinoma. Endometrium is secretory phase without evidence of hyperplasia, atypia or malignancy. Myometrium is without significant histopathologic abnormality. Both fallopian tubes demonstrate benign paratubal cysts and metallic coiled devices within proximal half. Gross description: extending from the left superior corner of the cavity, through the myometrium, and into the left fallopian tube is a tightly coiled metallic device, this is consistent with an essure implant. There is a similar coil extending through the right cornu, but this does not reach the intrauterine cavity. The myometrium is trabecular, 2 cm in average thickness and is without nodules or distinct lesions. The right fallopian tube is 5.5 cm in length, while the left is 6 cm in length, each is 0.5 cm in diameter with smooth pink-purple serosa. Both have a white-tan cut surface and contain a tightly coiled and metallic device within the proximal half. The right displays a 0.5 cm paratubal cyst adjacent to the fimbria, while the left displays a 0.6 cm in diameter para tubal cyst. Both are filled with clear watery fluid and have a smooth pink-can lining. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, nausea, vaginal discharge, headaches, neck pain, anxiety, depression, lower abdominal pain. Lot number: 628055, manufacturing date: 2008/08, and expiration date: 2010/08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), neoplasm malignant ("located cancerous growths in cervis") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain of lower extremities and atypical squamous cells of undetermined significance. Previously administered products included for birth control: iud devices from 1999 to 2006. Past adverse reactions to the above products included genital haemorrhage with iud devices. Concurrent conditions included foreign body in uterus, any part, ear pain, chest pain, irritable, difficulty sleeping, muscle ache, tingling feet/hands and low back pain. Concomitant products included lisinopril (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: severe anxiety"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient was found to have neoplasm malignant (seriousness criterion medically significant) and experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage (seriousness criterion medically significant) and neck pain ("neck pain"). The patient was treated with phenazone (antipyrine) and surgery (hysterectomy with bilateral salpingo-oopherectomy, oophorectomy). Essure was removed on 10-jun-2016. At the time of the report, the pelvic pain, neoplasm malignant, vulvovaginal pain, abdominal pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, hypertension, nausea, dyspareunia, vaginal discharge, alopecia and neck pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dyspareunia, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, neck pain, neoplasm malignant, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 215.6 lbs. Patient had done x-ray. Abdomen, ultrasound, pelvic transvaginal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, nausea, vaginal discharge, headaches, neck pain, anxiety, depression, lower abdominal pain. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs and mr received: reporters were added. Events: abnormal bleeding (vaginal, menorrhagia), severe anxiety, migraines, headaches, hypertension, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, hair loss, neck pain, cancerous growths in cervix were added. Event onset date were added. Historical drug and concomitant conditions were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.